Event description:
It was reported that the coil was fractured. A 5mm x 15cm interlock? Coil was selected for use. However, it was noted that the coil fractured inside the microcatheter during the procedure. The procedure was completed with this device. There were no patient complications reported.